Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked and bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the customer's blood glucose reached 23 mmol/l (414 mg/dl) ) after wearing the pod on abdomen between 36 and 48 hours. The pod¿s cannula was kinked and bent.

Manufacturer narrative:
The returned device was noted to have a kink in the soft cannula which may have limited fluid delivery and could have resulted in the increase of pulse width toward the end of the run. Blood was also noted in the cannula which may have caused a partial physiological occlusion. This partial occlusion may have caused the increase in pulse width just prior to deactivation. Could not conclusively determine if these affected the device delivery.